Event description:
Analysis of the adapter cable was completed. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported on 12/01/2015 that the physician was receiving a ¿failure to open port¿ error message. This issue was attributed to faulty adapter cables and thus they were replaced which resolved the problem. The suspect usb to db9 serial adapter cable has been received by the manufacturer for analysis. However, analysis has not been completed to date.